Event description:
It was reported that a lead integrity alert triggered and an inappropriate shock was delivered due to intermittent t-wave oversensing (twos) on the right ventricular (rv) lead. It was noted that the twos occurred when the patient was walking and it was also noted that the r waves were small at 3-4 mv. Reprogramming was recommended to resolve the issue. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d314vrg implantable cardioverter defibrillator (ICD) (B)(6) 2013. (B)(4).